Manufacturer narrative:
Evaluation results: one cadd administration set was returned for investigation. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. Delamination was found in at least one join of the filter. Leak testing on the samples were performed to look for any unusual functions. From the 4 samples that were received, only 1 sample showed evidence of the reported product problem (leaking). The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical set, admin, cadd, 108", spike tubing was reported to be leaking around the round filter that runs along the IV line. There were no reported adverse events.